Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 12135260); product type: 0195-heart valves; product ID: l-evolutfx-2329 (lot: 12107073); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and no pre-dilation was performed. No misload was identified during loading. The valve was recaptured after the first deployment attempt due to under-expansion and implant depth. Upon the second deployment attempt, an infold was observed. However, the implanting team decided to deploy the valve fully as the implant depth was suitable, at 3mm. A post-dilation was performed using a 25mm true balloon and the infold was resolved. A procedural delay of approximately 20 minutes occurred. Per the physician, the patient's calcified anatomy contributed to the event. No adverse patient effects were reported.